Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery could not be charged resulting in pump shutdown. The customers blood glucose level was 600 mg/dl. Customer administered manual injection for insulin therapy. Customer continued using current pump for insulin therapy.